Event description:
Following cardiac catheterization procedure, a vascular closure device was used to seal the femoral vessel. Upon deployment of the angioseal, the foot of the device was deployed inside the vessel appropriately, however, the set jammed preventing completion of the collagen plug deployment. Manual pressure was held during the troubleshooting phase. Call was placed to the manufacturer's rep. Back up assistance provided by another tech. Angioseal was then deployed successfully without any hematoma or bleeding in the groin. Pulses remained unchanged from before procedure. Circulation, motor, and sensory all remained intact.informed MFR that the device malfunctioned and it would be returned to them.